Event description:
The patient had been treated for rsd since 1999 with an intrathecal drug delivery pump. The patient had been receiving prialt and morphine via the pump. In 2008, the morphine was removed from the pump. The dosage of prialt was 5 mcg/day. The following month, the prialt dose was increased to 7 mcg/day. The patient became "unable to wake up" and had heavy breathing. The patient was taken to the local hospital where he was evaluated and released. Three days later, the patient experienced a seizure and was admitted to the ICU at the same hospital. The patient's symptoms while being treated with a prialt included sleepiness, decreased blood pressure, redness, vomiting, heavy breathing, disorientation, and pneumonia. Concomitant medications included morphine, ambien and "several other (unspecified) medications". The reporter believed the event was related to the recent dose increase of prialt. Five days later, the patient remained at the hospital, in fair condition, with low potassium levels, drowsiness, pneumonia and seizures. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
.